Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v853915, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v813627, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
A company representative (rep) reported the patient had an open circuit that was still present even after their leads were revised. The patient had previously had lead revision due to open circuit with his right subthalamic nucleus. It was indicated that the lead was replaced and new lead tested intraop and post op with good impedances measurement. This was done in (B)(6) 2015. The patient was seen in the health care provider (hcp) office on the day of report and showing open circuit again. The hcp was planning to replace extension and reviewed visual inspection of connection from implantable neurostimulator (ins) to extension prior to replacing. It was also reported patient experience some dysarthria with high voltages and their bradykinesia had reduced. It was further provided that the managing hcp was trying to schedule a follow up appointment in the next week to gather more information and check more details regarding the devices. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient's indication for use was movement disorders.